Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the intra-operative complication experienced by the patient. In addition, the monopolar curved scissors (mcs) instrument has not been returned for evaluation. The lot of the mcs instrument is unknown at this time. With the information available at this time, it cannot be determined if the device malfunctioned, or caused or contributed to the reported patient injury. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the patient reportedly sustained a vessel injury while undergoing a da vinci surgical procedure. However, at this time, the cause of the patient's intra-operative injury is unknown.

Event description:
On (B)(6) 2014, intuitive surgical, inc. (Isi) received (B)(4) with the following event description: the patient came in for a total laparoscopic robotic hysterectomy and bilateral salpingo-oophorectomy. During the conduct of the operation laparoscopically and mobilization of dense adhesions between the sigmoid colon and the right pelvic sidewall, there was an injury with the monopolar scissors to the right external iliac artery. Robotic assisted hysterectomy converted to laparotomy after hemorrhage event. Conversion to laparotomy and oversewing of this arterial injury was accomplished with sutures. The patient was taken to recovery room in stable condition.

Manufacturer narrative:
On 11/07/2014, intuitive surgical, inc. (Isi) received additional regarding the reported event from the site's risk management department. The risk manager was unable to provide the lot of the mcs instrument involved with this complaint. She indicated that no evidence of arcing was observed during the surgical procedure and no damage was found on the mcs tip cover accessory. The patient sustained a transverse laceration of the right external iliac artery. The patient did not experience any post-operative complications. According to the risk manager, the patient is currently in stable condition. Based on the additional information provided, this complaint will remain reportable due to the following conclusion: the patient sustained a vessel injury of unknown etiology while undergoing a da vinci surgical procedure.